Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. This report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported a patient was implanted with an impella rp device for mechanical circulatory support post cardiac surgery. The patient was on impella rp for hemodynamic support. Partial thromboplastin time >200 was also noted, systemic heparin was decreased. Patient was stable post procedure.